Event description:
It was reported that during a da vinci si myomectomy procedure, the pk dissecting forceps instrument did not cauterized. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported failure mode. The instrument was inspected for recognition using an in-house da vinci robot system. The system successfully recognized the instrument. Additional observation not reported by site was frayed pitch cable. The instrument was found with a frayed pitch cable located at distal idler. There was no damage found on the distal pulley or the clevis. The sticking out frayed cable measure approximately 0.08 in length. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and/or main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.